Event description:
Mine is simple but serious. The level of education required to treat one on an insulin pump makes socio economically challenged people excluded from use. Although these by matters of education and finances are at special risk for required use. With that said my problem is weight gain. It took me one year to learn that if I use my medtronic revel pump with symlin my weight as well as health shall both improve. I have gained in access of 60 pounds within two year use on this pump. I take exceptional charge of my health. I have educated myself in healthcare and still was left unaware of the dangers of insulin use and weight gain. It is slow but steady and should be made mandatory info with inserts for education about human beta cells complete production. One should have learned that much more than insulin are produced there. I am a type one iddm patient and my stomach needs to be made to work slower. As is done with the use of symlin. My blood glucose with oatmeal or bran-flakes would sky rocket to 400 without a protein like symlin. Now I have a more normal approach. You really need to update the info given to patient to better care for themselves for the newer more appropriate care.